Manufacturer narrative:
An event regarding revision of tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the hip is reduced and the components are in nominal position. No evidence of femoral or acetabular loosening is noted. No revision operative report or description of loose acetabular component, no examination of the explanted components, and no serial x-rays or bone scan images of the left total hip arthroplasty are available. Based upon the information available for review, there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation." Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the provided medical records were reviewed by a consulting clinician who indicated that the hip is reduced and the components are in nominal position. No evidence of femoral or acetabular loosening is noted. Based upon the information available for review, there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. The root cause could not be determined because the devices were not returned for evaluation. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Left hip revision of acetabular component for fibrous ingrowth.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Left hip revision of acetabular component for fibrous ingrowth.